Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
Related manufacturer reference numbers: 1627487-2019-03840; 3006705815-2019-01122; 3006705815-2019-01123; 1627487-2019-03847. It was reported that the patient experienced pain at the ipg site and in the lumbar and thoracic areas. Additional information was received that patient has an infection at the ipg site and possibly the lead site. Surgical intervention may take place to address the issue.

Event description:
Related manufacturer report numbers: 1627487-2019-03840. 3006705815-2019-01122. 3006705815-2019-01123. 1627487-2019-03847. Additional information was received that surgical intervention was undertaken wherein the system was explanted.

Manufacturer narrative:
Date of birth" was inadvertently omitted in previous reports and has been entered.

Event description:
Related manufacturer report numbers: 1627487-2019-03840. 3006705815-2019-01122. 3006705815-2019-01123. 1627487-2019-03847.